Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that right after the ins surgery, the patient felt a slight buzzing and a little bit of numbness in their left leg. It was noted that this wasn't bad. A week or two after the ins surgery, the patient was feeling pain, and wasn't aware at the time that it was an infection. The patient noticed that the ins area looked abnormal when they were taking a shower. At first the patient thought they had influenza because they were sleeping for days. The patient's healthcare professional (hcp) checked the ins area and found a stitch that was broken and sticking out which caused an infection around the implant area. The hcp took out the stitch and put the patient on antibiotics. The issue occurred in (B)(6) 2019.